Manufacturer narrative:
1/13/1998-supplement #1 sent to FDA.

Event description:
The disposable loading unit was used with an auto suture endo clip reusable 10mm instrument during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not form properly and ejected prematurely. The surgeon applied reloaded the instrument to complete the procedure. The hosp has reported that no pt injury occurred.